Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the end of the device (tip of the cartridge) was bent. No patient contact reported. No further information was provided.

Manufacturer narrative:
The preloaded insertion system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of lubricant such as ophthalmic viscoelastics (ovds) in the cartridge. The intraocular lens (iol) was observed stuck at the cartridge tube. The tip of the cartridge was observed deformed. No cracks were observed in any part of the cartridge. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.